Event description:
It was reported that an inaccurate gauge reading occurred. An encore 26 was selected for use. Upon preparation, it was noted that the gauge memory was abnormal. The procedure was completed with another of the same device. No patient complications were reported.